Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl wearing the pod between 24 and 36 hours on the arm. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when the damage occurred. The download data does not any timeouts or drive stalls that would indicate a failure to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Cracks were observed on the top housing. It could not be determined when the damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.